Event description:
It was reported that after using proper surgical technique to ream the affected acetabulum to the size of the implant used, the cup was inserted in to the patient and the wires cut to remove the plastic cover and wire. As this point, the wire did not freely 'slide' out of the cup, and after the escalated force thought required to remove the wire, the cup came out of the patient with the wires. A delay greater than 30 minutes occurred during surgery. Another implant was available and it was opened and implanted without issue

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.